Event description:
Revision asr alval pseudotumour.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s.